Event description:
It was reported the patient experienced inadequate stimulation. The physician planned a lead revision but the procedure was aborted when stimulation was tested intra-operatively and did not cover patient's pain pattern. Reportedly the physician plans a pns trial. Note the patient has two leads of the same model and lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.